Event description:
It was reported that this pacemaker entered safety mode, resulting in pacing pauses. Additionally, the patient experienced discomfort and pain. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. The device was not returned for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this pacemaker entered safety mode, resulting in pacing pauses. Additionally, the patient experienced discomfort and pain. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. It is anticipated that this device will be returned.